Manufacturer narrative:
As reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into the unknown sheath during a transcatheter arterial chemoembolization (tace) treatment attempt. The product was removed and reinserted, but it still did not fit. There was no reported patient injury. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, and the syringe was not returned for this evaluation. The sealant was present in the manufactured position and was partially exposed. Regarding the sealant sleeve condition, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the slit length could not be executed due to the split condition of the sealant sleeves. An attempt to perform the functional test to evaluate insertion and withdrawal of a catheter sheath introducer (csi) was made; however, the split condition of the sealant sleeves prevented insertion into the csi, and therefore withdrawal could not be performed. A simulated deployment test evaluation was subsequently conducted to ensure functionality. The unit functioned as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, buttons 1 and 2 were depressed in the instructed sequence. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the split sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the split sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into the unknown sheath during a transcatheter arterial chemoembolization (tace) treatment attempt. The product was removed and reinserted, but it still did not fit. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as previously expected for evaluation. Addendum: the sealant was found partially exposed from the sealant sleeves on product evaluation.